Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarm and fluid ingress issue was confirmed with the returned system controller (serial # (B)(6)). The returned device was able to establish communication to the test system monitor; however, the communication took longer to be established than expected and appears related to the fluid ingress issue. A log file was retrieved. The system controller was irreparable and further testing could not be performed. A review of the log file retrieved from the returned system controller captured routine power cable disconnect and low voltage advisory alarm events relating to power exchanges and depleting 14v batteries. A yellow wrench advisory/controller fault alarm became active on (B)(6) 2024 at 20:23:00 and appeared to have cleared then reactivated on (B)(6) 2024 at 23:26:22 and on (B)(6) 2024 at 01:01:14. The fault alarm remained thereafter. The alarm was related to a backup battery test circuit alarm code. The system was unaffected during the controller fault alarm events. The backup battery was disconnected on (B)(6) 2024 at 09:17:15. The driveline was physically disconnected at 09:51:54 and the power cables were disconnected shortly after. These sequences of events appear consistent with the reported system controller exchange. Visual inspection revealed the system controller was disassembled, which is consistent with the event details. The dark brown fluid covered the internal components, connectors, and wires. The fluid ingress issue has the potential to create shorted condition resulting in unexpected system controller behavior. The fluid appeared to have solidified underneath the driveline release button and is consistent with the report of difficulty releasing the driveline button. A root cause that led to the fluid ingress issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms. System controller fault alarms. ¿an internal malfunction or other issue has occurred that requires clinician diagnosis and resolution. To resolve alarm: call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 4, ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Under section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a system controller faut alarm. It was noted that the patient had no symptoms. The alarm started around 830 pm and resolved within a couple of minutes but started back later. Their flow was 6.2 lpm, pulsatility index (pi) was 4.7, power was 7.2w, and speed was 1000 rpm. Log file review was requested and captured a controller internal fault event on (B)(6) 2024 due to a backup battery fault. Technical services noted that the site reported they were not able to replace the controller because the red button under the safety lock could not be depressed. Technical services scheduled to go on-site on (B)(6) 2024 to disassemble the controller for driveline removal and connection to new controller. They successfully removed backing of patient controller and noted extensive ingress of sticky fluid coating all controller components. The locking mechanism was completely stuck in place, and technical services was able to unlock the driveline using channel locks to compress the locking mechanism. The driveline was disconnected for approximately 60 seconds to remove excess ingress material from connector. The driveline was reconnected to a new controller without issue.